Manufacturer narrative:
Investigation summary: no product or photos of the reported defect was returned by the customer. The customer complaint of a leak near the 0.2 micro filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced a hole in the catheter. The following information was provided by the initial reporter: on may 18 we had a leak from a paclitaxel IV line. There was a defect near the filter. The nurse noticed the IV drops right away and the infusion was immediately stopped with no harm to the patient, just a delay as they had to prepare a new line. Primed in pharmacy with normal saline, it was not back primed using the pump.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced a hole in the catheter. The following information was provided by the initial reporter: on may 18 we had a leak from a paclitaxel IV line. There was a defect near the filter. The nurse noticed the IV drops right away and the infusion was immediately stopped with no harm to the patient, just a delay as they had to prepare a new line. Primed in pharmacy with normal saline, it was not back primed using the pump.